Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that multiple cartridge alarm 0 occurred. Reportedly, customer reverted to a back up pump for insulin therapy. Customer's bg level was 130 mg/dl.